Manufacturer narrative:
The company service representative spoke to the customer and gave the customer instructions for vitrectomy use over the phone. The customer was also given additional training. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was low aspiration in vitrectomy. There was no error message. Additional information has been requested.